Event description:
It was reported that (1) sw100 was used during a lap nissen fundoplication procedure. It was reported by the rep that the surgeon attempted to suture the left crus and the right crus together to repair a hiatal hernia. The surgeon threaded the suture through the appropriate opening and pushed the opening to the desired suture area. The surgeon engaged the knot throwing lever, with his thumb of his right hand and when this occurred the suture ripped and there was not a knot. The surgeon then attempted his knot on his mayo stand and was able to throw a knot. The surgeon's third attempt was to suture the left and right crus together. The surgeon purchased the tissue and threaded to the opening (eye) with the needle. The surgeon lowered the eye of the suture to the desired suture area and attempted to engage the knot trying lever but nothing happened. There was extended or time by five minutes.